Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on the keypad traces and with corroded battery tube. No button error alarms noted. The insulin pump had cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act button was not responding. Blood glucose value is unknown. The insulin pump would be replaced and customer agreed to return the product for analysis.